Event description:
It was reported that the customer was hospitalized for high blood glucose. It was reported that the customer had flu. It was reported that the basal rates and bolus history was accurate. Troublshooting was performed, but was not completed since customer did not have the tubing clamp.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.